Event description:
Drive devilbiss healthcare received notice regarding the incident from the endorser, involving a wheelchair, a product imported and distributed by drive devilbiss healthcare. While the endorser was transferring from a recliner into the wheelchair, the wheel lock allegedly gave out causing her to fall and tear her rotator cuff. This report is based on the information that was provided by the endorser.